Event description:
It was reported that the patient presented remotely via (B)(4) with a message indicating the device had prematurely reached eri. Review of the session records showed the battery voltage had rapidly dropped in the last two weeks. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With a replacement battery, no sources of high current drain were found during tests. The battery was returned back to its vendor and no anomalies that could lead to premature battery depletion were found. The cause of premature battery depletion remains undetermined.